Event description:
Treatment of a stroke in the carotid artery. During the third pass, it was reported that the solitaire fr separated at the a. Media as it was being retrieved. The stent got a thrombosis and was dilated with a ryujin balloon. The physician perforated the tissue with a synchro guidewire causing the patient to have an sab (sinuatrialer block = bradycard arrhythmia) and the patient had to be prepared for a craniotomy to relieve the bleeding. He was transferred to the ICU (intensive care unit). It was reported that the patient awoke with hemiplegia, which was caused by the apoplexia.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.(B)(4).

Manufacturer narrative:
The detach wire was returned for evaluation without the stent as it separated at the proximal end of the non-working length struts and remains in the patient. Cross sectional analysis of the fracture surface indicated that the failure occurred possibly due to tensile overload failure.(B)(4).